Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. Based on the available information, the root cause of the purge leak was most likely use related as the purge sidearm broke during patient transfer when the staff applied excessive force. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 29-year-old female patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak. On the third day of support the sidearm was inadvertently broken by staff during therapy in an attempt to stop the patient from sliding off of the bed. The location of the break was noted to be near the yellow luer. The retainer was in place at the time. A purge bypass was performed, until the pump could be exchanged. Of note, it was also reported that excessive force was reportedly applied. There were no reports of harm to the patient.